Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional reporter: (B)(6).

Event description:
The event involved a 7" (18cm) appx 0.69ml ext set w/remv microclave¿ clear, clamp, rotating luer where it was reported the device was leaking. After initiating an IV a saline lock was attempted to be attached to the catheter, after doing so when the saline was pushed into the IV lock there was a leak noticed from the lock/catheter site. The saline lock was removed, and it was noticed that the male pin from the luer lock had detached and was still inside the catheter. The IV was then discontinued. Another IV was initiated on the opposite arm. There was patient involvement and no negative outcome to the patient.